Manufacturer narrative:
Device evaluation: a connecting rivet on the distal side of the joint was found to have loosened. The supplier's investigation determined that the issue originated from a manufacturing defect. Specifically, the weld seam on the rear section of the component did not achieve the required depth, and the associated countersink hole had been insufficiently machined. The rivet loosened as a result of an insufficient weld depth on the jaw component. The countersink on the jaw component was machined too shallow, caused by an incorrect countersinking operation performed by the employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received the rivet of the jaw is broken. No negative impact in state of health reported.